Event description:
A 2.25 x 15 mm durastar balloon was inflated in lm at approx 10-12 atm. Balloon ruptured. Md attempted to withdraw balloon into guide. Met resistance. After several attempts, retrieved durastar but 3/4 of balloon was missing from tip of catheter. Flushed guide - not seen, fluoro'd artery not seen. Another balloon/stent deployed successfully. Pt hemodynamically stable. (B)(6).